Event description:
It was reported that during preparation of the asahi fielder fc guide wire, the physician shaped the tip of the guide wire with a shaping tool and noted that the polymer coating began to peel off. The physician reports that no excessive force was used during shaping. The asahi fielder fc guide wire was not used and there was no patient involvement. A second asahi fielder fc guide wire was then prepared for use without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd: investigation of device could not be conducted as it was not returned. Based on provided information, it is inferred that some excessive abrasive force was applied to the guide wire during tip shaping, resulting in the plastic polymer damage and the coils to appear. Lot history review revealed no anomaly relating to the reported event. The instructions for use (IFU) precautions section states: when shaping the distal end, use the minimum force needed so that the coil is not damaged. Especially the polymer jacket of the guide wire with plastic covered-type distal end is very delicate against damage. Pay careful attention not to damage the polymer when shaping the distal end. Inspect the coil and guide wire for damage after shaping and before using. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.